Event description:
It was reported that the lead exhibited oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Sensing - interference/noise: ventricular short interval count v-sic=27 counts avg/day, in 97.17 days, between 10:32:20 and (B)(6) 2012 14:42:04.